Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker dislodged after being fixated and released. The device was successfully retrieved, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
The reported event of device dislodged or dislocated was not confirmed. Visual inspection on helix did not find any anomaly, and measurements on helix were within manufacturing specification, additionally device docking button diameter is within specification of manufacturing tolerance. Further review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Electrical and mechanical analysis performed, indicated normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.